Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: device history records review was completed for part: 314.453, lot: 1l09263. Manufacturing location: haegendorf, release to warehouse date: oct 12, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: visual inspection revealed that the the distal tip of the shaft was found broken. Hence the complaint is confirmed. The broken part of the tip was not returned for investigation. Rest of the threaded tip was found twisted as well. Overall length of the shaft met specification. A definitive root cause could not be determined. But, it is possible that rough handling or excessive force was applied during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a foot surgery and a hardware removal of competitor¿s devices (tarsometatarsal (tmt) plate and screws) due to fusion on (B)(6) 2019. During the procedure surgeon was trying to back out a screw and pulled the reverse trigger on the drill with the torque limit 1.2nm attachment (torque limiter had screwdriver shaft on it) and the screwdriver shaft spun and stripped, and the torque "unwound" itself. The big part of torque separated from the spring-loaded part that connects the driver shaft. The screwdriver star tip stripped and does not engage the screw head securely. The tip of the second screwdriver shaft broke off when trying to remove a previously placed screw from a plate/bone interface. There was bony overgrowth on the screw and made it hard to backout of the bone/plate interface therefore the tip of the driver shaft broke off. Another driver shaft was used from the set to complete the procedure. Osteotome was also used to remove last screw/plate off bone. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. The patient outcome was positive. Concomitant medical products reported: unknown plate (part #: unknown, lot #: unknown, quantity #: 1) unknown screw (part # unknown, lot#unknown, quantity 1); unknown drill (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 2 of 2 for complaint (B)(4).